Event description:
As reported by the user facility: it was reported when they go to return the patient, the connection at the saline line and the atrial line, they twist it and it seals correct but the line gets a whole bunch of air more than micro bubbles. No patient harm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.